Event description:
Same case as MFR # 2134265-2009-03231. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 5.0x40mm sterling balloon was advanced to the superficial femoral artery (sfa) and upon the first inflation, the balloon ruptured at 12 atms. The procedure was completed with a different device with no pt complications reported. The pt's current condition is listed as "good." Additional info was requested but is not available.

Manufacturer narrative:
The device was not returned for analysis. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).